Event description:
The manufacturer received information alleging a ventilator's air flow was decreased. The device was not in patient use. During the evaluation of the device at a third party service center, an issue related to the blower motor was observed. The device's blower motor was replaced to address the issue.